Manufacturer narrative:
Device evaluation: the complaint device was not available for return to cirl for evaluation. Therefore, a document based investigation will be complete. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all fs-pc devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records could not be complete as the lot number is unknown. As per instructions for use (ifu0097-1) intended use states: ¿used for endoscopic biliary stent placement to drain obstructed bile ducts.¿ as per information provided ¿after dilation of the tract with a fusion 5-7-10 french push catheter (cook medical)¿ the that the user used the device off-label as it was used for dilation rather than placement of a biliary stent. Root cause review: a definitive root cause has been identified to be use of the device off-label. Summary: complaint is confirmed based on customer testimony. According to the report, the patient did well after the procedure and was discharged after a 4-day hospitalization. He has followed up as an outpatient at our institution and remains asymptomatic for 6 months since the intervention. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Endoscopic ultrasound¿guided creation of a gastrogastric conduit after pancreaticoduodenectomy in a patient with prior roux-en-y gastric bypass. "We present a 65-year-old man with a history of a roux-en-y gastric bypass and an ampullary adenocarcinoma, treated initially with a whipple operation, who developed chronic left upper quadrant pain as a consequence of retained gastric contents within a dilated gastric remnant that was no longer in continuity. This was treated successfully with the endoscopic ultrasound¿guided creation of a gastrogastric conduit via a covered metal stent. This represents a unique complication of pancreaticoduodenectomy in patients with a prior roux-en-y gastric bypass." After dilation of the tract with a fusion 5-7-10 french push catheter (cook medical) and a 6-mm hurricane rx balloon dilator (boston scientific), a gastrogastric conduit was created via deployment of a 10-mm by 4-cm fully-covered viabil metal stent (gore medical, (B)(6)) under fluoroscopic and endoscopic guidance. As per clinical advise received the fusion 5-7-10 french pushing catheter was used off label.

Event description:
Endoscopic ultrasound¿guided creation of a gastrogastric conduit after pancreaticoduodenectomy in a patient with prior roux-en-y gastric bypass. "We present a 65-year-old man with a history of a roux-en-y gastric bypass and an ampullary adenocarcinoma, treated initially with a whipple operation, who developed chronic left upper quadrant pain as a consequence of retained gastric contents within a dilated gastric remnant that was no longer in continuity. This was treated successfully with the endoscopic ultrasound¿guided creation of a gastrogastric conduit via a covered metal stent. This represents a unique complication of pancreaticoduodenectomy in patients with a prior roux-en-y gastric bypass." After dilation of the tract with a fusion 5-7-10 french push catheter (cook medical) and a 6-mm hurricane rx balloon dilator (boston scientific), a gastrogastric conduit was created via deployment of a 10-mm by 4-cm fully-covered viabil metal stent (gore medical, flagstaff, az) under fluoroscopic and endoscopic guidance as per clinical advise received the fusion 5-7-10 french pushing catheter was used off label.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. - attachment: [das r eus creation of a gastrogastric conduit.pdf].

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Endoscopic ultrasound¿guided creation of a gastrogastric conduit after pancreaticoduodenectomy in a patient with prior roux-en-y gastric bypass. "We present a (B)(6) year-old man with a history of a roux-en-y gastric bypass and an ampullary adenocarcinoma, treated initially with a whipple operation, who developed chronic left upper quadrant pain as a consequence of retained gastric contents within a dilated gastric remnant that was no longer in continuity. This was treated successfullywith the endoscopic ultrasound¿guided creation of a gastrogastric conduit via a covered metal stent. This represents a unique complication of pancreaticoduodenectomy in patients with a prior roux-en-y gastric bypass." After dilation of the tract with a fusion 5-7-10 french push catheter (cook medical) and a 6-mm hurricane rx balloon dilator (boston scientific), a gastrogastric conduit was created via deployment of a 10-mm by 4-cm fully-covered viabil metal stent (gore medical, flagstaff, az) under fluoroscopic and endoscopic guidance. As per clinical advise received the fusion 5-7-10 french pushing catheter was used off label.